Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the integrated electrosurgical unit (iesu/erbe) was completely black. The system was not connected to a live system log. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the customer through confirming the erbe power button was in the on position and reseated the power cord at back of the erbe and at wall, and confirmed the wall outlet was good with a different piece of equipment. However, the issue persisted. The tse walked the customer through replacing the power cord with simulator power cord with no change. The tse discussed swapping for another vision side cart (vsc) or using a force triad generator. The customer was unsure if they had a force triad or if another vsc was available. The customer was not sure how the surgeon was going to proceed. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the erbe did not power up and replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive the da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed, and failure analysis investigation confirmed and reproduced the customer reported complaint. The erbe fuses were replaced with new ones.